Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was unresponsive. Customer tried to log in to the website, but was not allowed to do so, and able to move the cursor, but the issue required rebooting the station to be resolved. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was unresponsive. A technical support specialist (tss) dialed into the station and reviewed the medication application logs based on customer specified timeframe, during which no errors or customer logins were identified. Upon further review of the logs, the tss found that the device encountered an error and was down for nearly one hour, as indicated by a gap between the error message and the subsequent reboot. Further investigation revealed that the station downtime was caused by an alternating current (ac) power failure. These findings were shared with the customer. At present, no further issues have been reported by the customer. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was unresponsive. Customer tried to log in to the website, but was not allowed to do so, and able to move the cursor, but the issue required rebooting the station to be resolved. However, there were no delays or adverse events or injuries reported based on this event.